Event description:
It was reported that a fracture occurred on the PICC and was repaired using a repair kit. However, the PICC and repair kit separated and the catheter migrated up the arm and required retrieval.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.